Event description:
It was reported that the device experienced a lock-up failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed printer keypad assembly at the failure analysis center and determined the cause of the reported failure to be physical damage to the print button. This resulted in the small keypad and other lower buttons to be inoperable, locked-up. However, the power, charge and shock buttons were unaffected and the device was able to provide a defibrillation shock.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the printer keypad assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.